Event description:
It was reported that battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, and no date or timeframe of event was provided, so technical support was unable to confirm battery depletion issue and no further actions were documented.